Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 41 mg/dl. Customer¿s other blood glucose was 115 mg/dl and 120 mg/dl. The customer was treated with orange candies. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room and nor admitted into hospital. The customer also stated that they did not allege insulin pump was over delivering. The insulin pump will not be returned for analysis.